Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch ultra meter had a power issue, meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issues began on (B)(6) 2017, on an unspecified time. The patient denied that she manages her diabetes with medications and controls it with food and drink. She reported that on (B)(6) 2017, around 7:00am she developed symptoms of ¿feeling dizzy and broke out in a sweat¿. The patient stated that she then tested on her husband¿s meter and obtained a blood glucose reading of 40mg/dl, 10-15 minutes later she self-treated by consuming more food/drink ¿drank orange juice¿. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used and the correct test strips were being used. Based on the information provided, there was no misuse of the product. The cca noted that when the patient inserted a new test strip or press the power button for 10 seconds the meter did not turn on. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began as she was unable to obtain a blood glucose result on the subject meter.